Manufacturer narrative:
Software updated. This report is being submitted more than 30 days after the become aware date due to a retrospective review under (B)(4).

Event description:
The customer reported experiencing 2018 reboot issues associated with admit/discharge actions at the information center ix.. There was no adverse event.